Event description:
Reference number (B)(4). Event occurred in the united kingdom. The patient's mother called to report that her son experienced high blood glucose levels due to numerous insulin flow blocked alarms event on (B)(6) 2025. The event was triggered by insulin flow blocked alarms, and the patient, who has type 1 diabetes, was treated at home with injections after consulting their healthcare provider rather than requiring hospitalization. When tested, the patient's ketone level was 0.8. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number, expiration date under d4 and manufacturing date under h4. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 11-jan-2026 against "lot number 6009532 and similar malfunction code(s): occlusion issue. Malfunction code not on list. The review confirmed that lot 6009532 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 18-dec-2025 against "lot number" criteria equal 6009532 and similar malfunction codes occlusion issue. Malfunction code not on list. The count of complaint is 2. The complaint numbers are compliant (B)(4). Device history record (DHR) review: the lot 6009532 was manufactured according to the work instruction (wi) version 81 and manufactured in the multivac 12, on 06-oct-2024, with a total of (B)(4) units. The assembly, lot 4j05632 was manufactured according to the wi version 27 and manufactured in the quickset line, on 05-oct-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4j05596 was manufactured according to the wi version 42 and manufactured in the gluing machine 04 -08, on 01-nov-2024, with a total of (B)(4) units. The DHR was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi - guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi - guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction code occlusion issue. Malfunction code not on list. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). As a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6009532 and related malfunction codes. Two complaints were identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. For more details, see the information under the child investigation record (B)(4).